Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the switch membrane. The switch membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to change lead selection to electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.